Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "a clinical and radiostereometric study of the cemented pfc-sigma prosthesis,¿ was reviewed for MDR reportability. The study analyzed 29 cases over 5 years for micromotion of the pfc-sigma prosthesis from the original pfc design. The study concluded the pfc-sigma demonstrated less micromotion and can be used with confidence. The following adverse events were noted within the literature: all 29 of the tibial components migrated up to 0.64mm after 5 years and rotated around the longitudinal axis reaching 0.4 degrees at 5 years. The knee of one patient with a 15mm insert reported slight occasional pain and xray views indicated joint instability. It is likely she is the patient that was later revised due to instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.